Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicm5_13.2, -9.5 diopter, implantable collamer lens into the patient's left eye (os) on (B)(6) 2018. Three hours post- op, the vault was too high, the lens was removed and exchanged for shorter length lens. This exchange resolved the problem.

Manufacturer narrative:
Device evaluation: the lens was returned dry in a micro centrifuge vial. There was residue/debris on product. Visual inspection found the haptic torn and foreign material on lens surface (residue on lens). (B)(4)